Event description:
It was reported that stent damage and vessel dissection occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous left anterior descending (lad) artery and left circumflex (lcx) artery. Predilatation was performed with a semi complaint balloon catheter. A 3.0x20mm promus element stent was implanted in the mid lad and distal lad. Post dilatation was performed. A 3.00x24mm promus element¿ plus stent was advanced and implanted in the lcx. During post dilatation, dissection was noted. The physician noted that the dissection was due to the deformed edges of the 3.00x24mm promus element¿ plus stent. The procedure was completed with the implant of a 3.5x16mm promus element plus stent to cover the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).